Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarm, which was reproduced. The confirmed alarm was found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device constantly displayed the air in line message there was no patient involvement.